Manufacturer narrative:
Eval summary: x-rays and surgical notes for revision surgery are not available for further study/investigation. Without further info on the surgery and/or return of product/x-rays, a probable cause for loosening, osteolysis and wear cannot be determined. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to loosening of the articular surface. Wear of the articular surface and osteolysis are also reported.